Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ ctgctv2, a trichomonas vaginalis (tv) discrepant patient result was obtained. Initial test was tv positive. Repeat test was tv negative. There was no report of patient impact.